Manufacturer narrative:
Information contained in this record was previously submitted thru psr on (B)(6) 2019 and (B)(6) 2019. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified opening, red particles. Underweight. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on posterior and radius side due to surgical damage. The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade iii and infection (late onset). This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, "recurrent seroma, onset of infection¿, "folds", ¿fever¿, rupture, and ¿edema . Treatment with antibiotics was given. The device has been explanted.